Manufacturer narrative:
The insulin pump was received with a bleeding liquid crystal display due to a crack on the glass.

Event description:
The customer reported a huge ink spot on the display. Advised that the insulin pump would be replaced. Nothing further was reported.